Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx pro closure device was implanted. The 45-day routine follow up transesophageal echocardiogram (tee) was performed. At the one (1) year routine follow up, computed tomography angiography (cta) imaging of the chest revealed a device related thrombus on the closure device. No further information was reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.